Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump was under delivering insulin due to not getting enough insulin can get blood glucose down. Customer's high blood glucose 257 mg/dl and treated with insulin pump and manual injection. No harm requiring medical intervention was reported. The drive support cap was normal. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.